Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating glucose while using the ilet with a dexcom sensor, including highs to 272 mg/dl and lows to 45 mg/dl with rapid rate-of-change, and the caregiver believed the system delivered too much insulin overnight; after review with a trainer, dosing was considered appropriate and the system was expected to continue learning, with noted variable activity levels that can affect glucose. Symptoms included shakiness associated with hypoglycemia. Outcomes included transient low glucose for approximately 20 minutes, self-treated with a juice box and a pop tart, without medical intervention or hospitalization. Investigation included a review of use data with the caregiver and troubleshooting and education regarding activity-related glycemic variability. Investigation of this case revealed no device malfunction reported and user was counseled that ilet continues to learn individual insulin needs. It was concluded that hyperglycemia and hypoglycemia occurred with cause unclear and that the device was functioning as expected with continued learning and user education provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.